Event description:
Complaint received reporting issue with use of one ch2000s spiros connector, lot # unknown. The initial information received reports "nurse was beginning sub q infusion when "drug leaked out from spiros where it connects to the syringe." Minimal drug dripped onto patient. The device set-up was removed and replaced. There were no reported adverse pt. Or operator consequences.

Manufacturer narrative:
Devices returned: one used ch2000s; 3ml bd syringe: unknown needle. Visual inspection (pre and post decontamination) recorded no visual abnormalities. The returned devices were securely mated/attached. There were no obvious visual abnormalities, component and/or damages noted. During decontamination flushing no leakages or flow issues were observed. Engineering testing and analysis: the returned used ch2000s spinning spiros was pressure leak tested per the product specification. The results recorded no leakages, performance issues and/or out of spec conditions were replicated. Additional engineering evaluations: the spinning spiros was activated utilizing a laboratory in-house stopcock and water was drawn into the 3ml bd syringe. The stopcock was turned to prevent water from being pushed through the spiros and the plunger of the syringe was depressed to pressurize the connection and the spiros in order to detect leakage. The results recorded no leakage and/or abnormalities were observed. The stopcock was then removed from the spiros and the plunger again depressed to challenge the connection as well as the spiros functionality in the unactivated position. The results recorded no leakages and/or abnormalities. The residual torque of the spinning spiros was measured at 0.45in-lbs. The spinning spiros did not disconnect from the 3ml luer lock syringe. Findings: engineering testing and analysis of the returned ch2000s spinning spiros recorded no functional and/or performance issues could be replicated. Additional evaluations of the returned devices/set-up were also unsuccessful in replicating a connection or leakage issue. Test results recorded the ch2000s spinning spiros met pressure leak requirements per the performance specification. The exact cause(s) of the event are unknown.